Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8590-1, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that there was an adverse event in (B)(6) 2013. The patient experienced fever between '99.3 - 100.5" until the last week in (B)(6) 2014. The patient mentioned their fever was due to a bacteria in the baclofen pump. The baclofen pump was removed the last week of (B)(6) 2014 and the fever recovered. The patient also had "little interest in doing things" and did attend support groups. The fever resolved/recovered but the outcome of "little interest in doing things" was unknown. Tecfidera (dimethyl fumarate) and baclofen pump were co-suspected medications, started on an unspecified date for an unknown indication. The patient had also been started on ampyra on an unspecified date "long time ago" for an unknown indication. Dimethyl fumarate and baclofen pump action taken was drug withdrawn. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information was received and it was reported the male patient experienced flushing while on ampyra, in addition to the fever and little interest in doing things, as previously reported. The patient experienced flushing one time for about 30 minutes. No other information was provided. The outcome of flushing was not reported.